Event description:
The company was informed that the patient's device was explanted during a surgery to remove a cholesteatoma. The patient was reportedly reimplanted approximately three months later with an advanced bionics cochlear device.